Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cassette reservoir leaked medication as a result of a hole in the product. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd extension set was returned for analysis in used condition inside a plastic bag without its original sealed packaging. The sample consist of one product from either l/n 3757311, 3757310, 3757312 or 3761287. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions and leaking was observed fleeing from the air vent of the filter in the sample. The customer's reported problem was confirmed. A review of the manufacturing process for p/n 21-7106-24 l/n 3891180 was conducted by a quality engineer on 15-oct-2019, in order to verify that there are no situations or practices that could create the "leakage at the filter of the tubing" issue.